Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that when turned on using battery the "error 12" vbatt voltage error was observed. Corrosion was also found at j8 on the system board causing partial display on top case screen. Although the battery voltage increased when ac power was applied, indicating that the charging circuitry is functioning, the battery does not charge to an acceptable voltage. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device will not stay on using dc power. No consequences or patient impact reported.